Event description:
It was reported that during the implant procedure, there was some moderate resistance and the spindle cap separated from the spacer. A new spacer was implanted at a shallower deployment. The patient was doing fine post-operatively.